Event description:
Customer reported that when they pressed down on the foot pedal of the drill unit, they received a (thermometer) temperature gauge that the unit is overheating. The hand piece is also getting hot and would stop spinning. The error occurred during a procedure and they were unable to complete it.